Event description:
An officer was leaning over a metal bed-frame when attempting to administer device defibrillation therapy to a pt, data not reported. Reportedly, the officer received a shock when the defibrillator discharged. The officer was administered to the hosp for examination. The officer was determined by the reporter to have sustained no adverse affect from the report and was released from the hosp. There was no add'l info reported regarding the pt being treated with the device, but the hosp physician did not report any adverse affect to the pt.